Event description:
It was reported to boston scientific corporation that a stone cone basket was used in the ureter during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2022. The coil was detached based on the photo provided by the customer. The procedure was completed with this device. There was no patient involvement with this event.

Manufacturer narrative:
(B)(4).